Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon leaving the operating room, the patient's blood pressure was stable. Three days following the implant of the valve, the patient died due to a dissection. The cause and location of the dissection were not identified.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection occurred in the ascending aorta and had progressed transversely rather than longitudinally. The dissection occurred after the procedure, within 72 hours of returning to the intensive care unit (ICU). Per the physician, the dissection may have been caused by the paddles continuous contact and compression of the ascending aortic wall. It was noted that it may have developed late as a result of mechanical stress gradually applied to the vessel wall after implantation. Additionally, the ascending aorta was thin and short, which may have been a predisposing factor. Per the physician, the valve caused/contributed to the dissection, and the delivery catheter system (dcs) did not cause or contribute to the dissection. The patient had ascending aortic hypertrophy with a diameter of 36mm, that contributed to the dissection. Per the physician, the valve could not be excluded as a contributing factor to the death, but the dcs could be excluded as a contributing factor to the death.